Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
It was reported that, noise resulting in oversensing leading to pacing inhibition was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.